Manufacturer narrative:
Samples received: 1 open pouch. Analysis and results: there are no previous complaints of this code-batch. We have received one open sample with the needle broken. Checking the needle broken received, we have noticed that there are marks of a needle holder or other surgical instrument in the needle attachment area as can be seen in the enclosed picture. The needle has been damaged during handling and broke in the attachment area most probably due to wrong handling. Furthermore, this needle has been tested for bending strength and the result fulfils the specification: 16.10 nxcm (minimum bending strength specification for this needle: > 15.30 nxcm). As stated in the instructions for use of the product in the note/precautionary measures: care should be taken to avoid damage when handling surgical needles. Grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point. Grasping in the point area could impair the penetration performance and cause fracture of the needle. Grasping at the butt or attachment end could cause bending or breakage. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b.braun surgical requirements. Final conclusion: in spite of receiving a defective sample that was not handled correctly by the user, we take note of this incidence and if any closed sample is received in the future, we will re-open the case and analyze it. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer, registration no. 3003639970). Exemption number: e2014012 manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with a suture pack. Prior to use, when the surgeon grabbed the needle with the needle holder, the needle broke. There was no consequence to the patient noted. Additional information is not available.